Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet indicated a solid green light and played the charging notification when placed on the charger, but the battery percentage did not increase after approximately 15 minutes, consistent with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the charger component consistent with a charging malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.